Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water invaded the device while the user was handling it, which led to abnormality of electronic parts. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, the investigation is ongoing, therefore a root cause was not established. In addition to the finding reported, the following no-reportable malfunctions were identified: instrument channel leaks and light guide (lg) tube leaking, due to hole in lg tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the leak test failed while reprocessing the evis exera bronchovideoscope. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found there was no image on the device. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.